Event description:
It was reported that the asymptomatic patient presented in clinic after months of monitoring lead noise via merlin.net. All lead measurements were mostly stable. Noise was reproducible with isometric exercises and it was assumed that a lead insulation/fracture issue was present. Noise reversion and brief pacing inhibition episodes were also noted. The lead was capped and replaced on (B)(6) 2017. Patient was stable during and after the procedure.